Event description:
It was reported that the left ventricular lead had dislodged from its original position, which was confirmed by fluoroscopy. The lead also had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).